Event description:
Two (2) of the dexcom g7 sensors failed one after the other, leaving me with no reading data on my blood sugar levels. I have now had numerous failures of these sensors since starting them, including incorrect readings saying I'm critically low when, after checking my blood with a meter, I find I'm normal. Reference report mw5168538.